Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, a decrease in r-wave amplitude, and oversensing due to noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. The lead was repositioned to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating that dislodgement led to post-paced t-wave oversensing. Lead repositioning resolved this event.